Manufacturer narrative:
The device was returned without a specific issue or complaint. Final analysis found that the device was received with normal output and normal telemetry communication. Electrical and mechanical test results indicated normal device functionality. Longevity assessment found the device was operating above elective-replacement voltage levels, consistent with normal projected longevity.

Event description:
It was reported that patient's pacemaker was explanted and replaced for unknown reason. The patient condition was unknown.